Event description:
Device malfunction: hard stuck. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. The physician had difficulty removing the starclose. It was ultimately removed using force. Hemostasis was achieved by manual compression. No additional information available.